Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse identified a defective power supply. The cse replaced the power supply and booted up the instrument. The cse checked voltages, measured the electrical safety, loaded ancillary reagent and reagent packs, and ran an empty and fill ring procedure. The cse primed the instrument and ran quality controls, after which the instrument was operational. A siemens headquarter support center (hsc) specialist investigated the cause of event. Hsc concluded the components in the power supply are flammability rated, meaning they will not catch fire when they fail; therefore there is no risk of fire. The cause of smoke being emitted from the instrument was due to a faulty power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The customer powered down the instrument and called the fire department due to the smoke. There was no visible fire. The customer also stated that operators complained of throat irritation. There were no reports of adverse health consequences due to the smoke emitted from the instrument.